Event description:
The complaint is reported as: "inserter had wire completely unravel. No issue going in and the catheter went in reasonably smooth over top without a lot of force or what felt like risk for kinking. As they removed the wire there was a sudden 'pop' and it unraveled around the central core. Additionally wire placed through a 4f micropuncture catheter rated for wires up to 0.035 but the wire never passed through a steel needle". It was reported the unraveling occurred when the user tried to pull the wire out of the distal port of the cvc and there was transient resistance but then immediate loss of resistance as the wire unraveled. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "inserter had wire completely unravel. No issue going in and the catheter went in reasonably smooth over top without a lot of force or what felt like risk for kinking. As they removed the wire there was a sudden 'pop' and it unraveled around the central core. Additionally wire placed through a 4f micropuncture catheter rated for wires up to 0.035 but the wire never passed through a steel needle". It was reported the unraveling occurred when the user tried to pull the wire out of the distal port of the cvc and there was transient resistance but then immediate loss of resistance as the wire unraveled. No patient harm reported. The patient's condition is reported as fine.